Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: d4 (lot), d9, h4. Corrected: d4 primary UDI number. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available.

Event description:
It was reported that the attune® proximal extra-medullary alignment rod no longer holds the tibial cutting blocks. The device does not engage properly in the cutting block. No patient was harmed. The block was jammed, only in alignment. This was discovered during surgery.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the attune® proximal extra-medullary alignment rod no longer holds the tibial cutting blocks, the device does not engage properly in the cutting block. He product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned device found the attune em tibial prox uprod with nothing assemble to it. The device only shows normal signs of worn consistent with the time of service, however nothing indicative of a device nonconformance was observed. A functional test was unable to performed with the mating device due to not returning back for inspection, however a functional testing was performed with the attune em tibial prox uprod mechanisms and they were able to work as intended. A dimensional inspection was not performed since it was not applicable to the complaint condition. The overall complaint was not confirmed as the observed condition of the attune em tibial prox uprod would have not contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: 1) quantity manufactured: (B)(4). 2) date of manufacture: 09/25/2024. 3) any anomalies or deviations identified in DHR: none. 4) expiry date: n/a. 5) IFU reference: 090200836 rev j. Device history review: 1) quantity manufactured: (B)(4). 2) date of manufacture: 09/25/2024. 3) any anomalies or deviations identified in DHR: none. 4) expiry date: n/a. 5) IFU reference: 090200836 rev j.

Manufacturer narrative:
Product complaint #(B)(4). Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Based on the information available, there is no indication that a design or manufacturing issue has caused the reported complaint condition, therefore it has been determined that no corrective and preventive action is required at this time. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. However, if the product is received at a later date, the investigation will be updated as applicable.